Manufacturer narrative:
On 3/16/2023: the distributor reported the following additional information: the pump history was reviewed and an unexpected shutdown was confirmed to not have occurred. The customer did not experienced an unexpected shutdown; instead the pump indicated a data log corruption. H6: removed 1503, added 3196

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 120 mg/dl. No additional patient or event information was available.